Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 2.50x38mm synergy stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent got lifted. The procedure was completed with a different device. No patient complications were reported.